Event description:
Customer states: "dr placed a stent in a female, she was asked to return in two weeks to have the stent removed, however she returned 9 1/2 weeks later. The stent was too encrusted to remove, the pt went across the street to another facility to have the stent removed. Another dr removed the stent."